Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required spec at the time of release. It was reported that the pt had discontinued pump use for several months, and upon attempting to resume insulin pump therapy found the device was unresponsive. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump was unresponsive.